Manufacturer narrative:
This event occurred in (B)(6). An abnormal measuring cell condition alarm occurred on (B)(6) 2020. The field service engineer (fse) replaced the printed circuit board, and the problem was resolved.

Event description:
The initial reporter complained of discrepant low results for 3 patient samples tested for elecsys probnp ii (probnp ii) on a cobas 8000 e 602 module. For the first sample: the initial result was 354.2 pg/ml with a data flag. On (B)(6) 2020, the repeat was 897.6 pg/ml. For the second sample: the initial result was 354.2 pg/ml. On (B)(6) 2020, the repeat was 641.6 pg/ml. For the "fourth sample": the initial result was 400 pg/ml with a data flag. On (B)(6) 2020, the repeat was 693 pg/ml. No questionable results were reported outside of the laboratory. The probnp ii reagent lot number was 43596900. The expiration date was not provided.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event.